Manufacturer narrative:
(B)(4). On (B)(6) 2015 the customer returned pump for an alleged high bg and rf issued. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit programmed with correct time and date. Unit was programmed with a test glucose meter. Unit communicated properly via rf meter and received the transfer glucose value of 121 mg/dl. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No unexpected rf issue (not confirmed).

Event description:
Information received by medtronic indicated that the insulin pump received reprogram alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.